Event description:
It was reported that bha was performed with centrax on (B)(6) 2015. Centrax dislocated after bha due to patient's bone geometry. Tha was performed to the patient after the dislocation.

Manufacturer narrative:
The device was not returned for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that bha was performed with centrax on (B)(6) 2015. Centrax dislocated after bha due to patient's bone geometry. Tha was performed to the patient after the dislocation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.